Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported keypad problem was reproduced. When attempting to navigate through care area/drug selection there was no response when the second soft key and any button in the second column was pressed (setup, #1, #4, #7). All other keys remaining were operating as expected. A test keypad was used during eval and the unit was able to program delivery parameters and start an infusion. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump keypad had intermittently working #0 and #9 keys. It was also reported there was no pt injury.